Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. However, the lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to confirm the product is part of the recall or provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in (B)(6). Consumer stated that the ubk sleek unknown fell apart upon removal. No further information is available.